Event description:
It was reported while using bd bbl¿ mueller hinton ii agar 150mm plate 24pk there was insufficient growth on one (1) plate. This delayed result reporting to the physician. No other health impact or consequences were reported.

Manufacturer narrative:
H.6 investigation summary: complaint history review: the complaint history was reviewed for the past 12 months, and similar complaints were registered for this catalog number. However, no similar complaint has been reported for the same lot number. A trend could not be identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: retain samples were not available upon complaint receipt at the investigation site (B)(6) 2024). The product is already expired (since 18.12.2023). Return samples were not provided; however, a picture sample was shared illustrating growth as expected on the right-hand side of the plate and no growth on the left-hand side of the plate. According to the picture, the customer carried out susceptibility testing using a combination of 6 antibiotics on one plate. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. No deviations could be determined neither during in-process controls nor during qc release of the corresponding batch number. Upon evaluation of the picture sample, it cannot be excluded that growth was diminished on one half because of high antibiotic load. Growth can be observed on parts of the plate, which is why the complaint cannot be confirmed for a general performance issue. Investigation conclusion: based on the provided report and the picture sample, this complaint cannot be confirmed. A corrective and preventive action will not be implemented as a trend could not be identified. Further, the reclaimed lot is already expired. Bd regrets the inconveniences you have been experiencing and will continue to monitor similar incoming complaints.